Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 612-613 mg/dl. The cause of elevated bg was unknown. Customer administered a manual insulin injection to address bg. Customer was subsequently hospitalized in the intensive care unit (ICU). Customer was treated with intravenous fluids of insulin and saline. Elevated bg was resolved with no permanent damage. System check with technical support found no issues with the cartridge, insulin or infusion set cannula/tubing. The pump was found to be functioning as intended. Multiple attempts were made to follow up with the customer to obtain the release date; however, no response from the customer was received.